Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was admitted to the hospital. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital eight days later. The patient recovered from the event.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4). A batch review was performed, and no issues were detected during the manufacturing of potentially associated lots gd893867 and gd893446.

Manufacturer narrative:
(B)(4).